Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on november 22, 2023. During the procedure, it was noticed that the physician had to rotate the handle and hear the audible click sound twice in order to use the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone: (B)(6). Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.